Event description:
It was reported that atrial events appeared to be falling in blanking at times, possibly triggering atrial tachycardia/atrial fibrillation. The device classified termination of atrial tachycardia/atrial fibrillation detected events, and atrial events falling in blanking resulted in atrial pacing at times. Additionally, the device appeared to be under sensing on the right ventricular (rv) lead and the right atrial (ra) lead on some stored electrograms. There was potential atrial under sensing, which triggered device classified false termination of atrial tachycardia/atrial fibrillation events at times. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.